Event description:
A report was received that the patient's battery stimulation hurts when sitted and was stated that it never worked for her. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device component involved in the event: model#: sc-8120-50 serial#: (B)(4), description: artisan surgical lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's battery stimulation hurts when sitted and was stated that it never worked for her. The patient will undergo an explant procedure.